Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The battery was replaced with a known good battery to retrieve the receiver download. A receiver download was performed and shut down due to low power when charge capacity is greater than 10% was observed. A functional test was performed and passed relevant testing. An internal visual inspection was performed and failed due to a damaged battery. Confirmation of the complaint was confirmed. The probable cause was a damaged receiver battery.